Manufacturer narrative:
Correction h^: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the instrument failed its controls multiple times. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the instrument failed the abnormal controls (liquid controls).

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument failed its controls multiple times was verified. End users technique when running abnormal controls was addressed and customer was instructed on how to run wet controls in a different way by letting the controls reconstitution period be extended. Customer device is now passing abnormal controls. Note that the instrument was not returned to medtronic facility. The service technician was able to resolve the issue via phone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.